Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. No patient consequences was reported.